Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the ipg and leads were explanted on 17 aug 2023 to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Event description:
Related manufacturer reference number:1627487-2023-03965. It was reported that following weight loss, the patient was experiencing pain at ipg site and ineffective stimulation. As a result, surgical intervention may take place to address the issue.